Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication product had fallen behind the bin, causing the bin to press against the door and prevent it from opening. A field service engineer (fse) worked with the customer to manually open the tower door and removed an obstruction from tower door 4. The fse confirmed that the customer was able to recover the door function and access the medications, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a tower door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.